Event description:
The customer reported the system was unable to boot up. This resulted in a total loss of navigation functionality which could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
The customer canceled the service call.